Event description:
It was reported that while the patient was on battery power, a connect power cable light appeared for the white power cable which had a tape near the insertion site to the controller. It disappeared but reappeared when the controller was manipulated. The clip was replaced but did not resolve the issue. The controller was then exchanged and the issue resolved. The controller was to be returned for evaluation.

Manufacturer narrative:
Event: the tape on white power cable was placed last year (MFR#2916596-2022-13065). Manufacturer's investigation conclusion: incidental finding: fluid ingress. The reported event of atypical power cable disconnect alarms was able to be confirmed via review of the log file; however, were unable to be reproduced during product testing. The heartmate ii system controller (serial number: (B)(4)) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 46 days ((B)(6) 2022¿ (B)(6) 2022 per timestamp). The controller recorded intermittent power cable disconnect alarms that were associated with a power source exchange due to power cable faults, occurring on the white cable. The power cable disconnect alarm activated with these events as well. All of the atypical power cable disconnects occurred during power source exchanges. These atypical alarms occurred at the time stamps of (B)(6) 2022 from 08:54:50 08:57:49. The alarms occurred while the controller was connected to batter power. The driveline was disconnected on (B)(6) 2022 at 08:59:16 and the controller was shut off at 08:59:53. There were no other notable alarms active in the log file. Pump operation was not affected while the driveline was connected. The controller underwent functional and preliminary testing and passed; however, the controller power cables did not pass continuity testing. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller was able to function as intended. The power cables were cut open to inspect the condition of the wires and no damage was found; however, the power cables were shown to have increased resistances. No further testing was conducted. The root cause of the reported event was unable to be conclusively determined through this investigation; however, the wire fatigue may have contributed to the reported event. The device history records were reviewed for the system controller (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 16dec2016. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.